Manufacturer narrative:
The fse went to the site and confirmed residue inside the channel and brought it back for repair. After device was returned scope was reprocessed with olympus reprocessor before inspection check. Additionally found that the adhesive on the bending section cover was worn; bending angle is up direction did not meet standard value due to wear of angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that gastrointestinal videoscope was checked by the nurse weekly before using and found glue residue inside instrument channel. The scope was last used on (B)(6) 2023 until the weekly checking day. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete as the customer did not aspirate the suction channel. Olympus will continue to monitor field performance for this device.